Event description:
A bard g2 ivc filter was placed and presented to my clinic for removal. Before attempting to remove filter, I noticed it was fractured. The filter and the 2 fractured pieces were removed. No pieces were left in the patient. FDA safety report ID# (B)(4).